Event description:
It was reported that a patient presented for a bi ventricular upgrade procedure with their pacemaker at elective replacement indicator (eri). The longevity of the device was noted to be just over five years. The device was explanted and replaced. The patient suffered no adverse events.

Manufacturer narrative:
The event of premature battery depletion was not confirmed. The device was returned for analysis. Electrical, mechanical, and longevity analysis was normal with no anomalies found.